Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 5.3; retest inr = 4.2. Testing was performed fifteen minutes apart. Therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.